Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 417 mg/dl at the time of incident and then went down to 388 mg/dl. Customer's other relevant blood glucose level was 485 mg/dl, 458 mg/dl, 458 mg/dl. Customer treated with insulin. Customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.